Event description:
This pt was undergoing stent placement within the left ostium internal carotid artery. The lesion diameter stenosis was 60.0, total length of stented segment was 30.0. The lesion was eccentric, ulcerated moderately calcified, mild tortuousity. During procedure heparin was administered, pre-dilation of the lesion was not documented. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. One-day post procedure, the pt had neurological deficit (aphasia) in the right side (duration is unknown) sudden stroke (ischemic). Patient was discharged in 2008. Medications: aspirin: pre & post procedure and discharge. Clopidogrel: pre & post procedure and discharge. The event related to cordis product, it was reported "no". The event related to index procedure; it was reported "yes".

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.